Event description:
It was reported that the patient's iLet pump was dropped, resulting in a cracked and inoperable touchscreen that caused trouble using the device, consistent with a device fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.